Event description:
Customer reported screen turned red and unit shut off. Staff removed unit and replaced it with another. This event occurred while pt was receiving dopamine - 400mg/d5w 250ml at 8 mcg/min. Vital signs increased. Medication stopped and normal saline bolus given. Details of vital sign changes not reported. No medical intervention required.

Manufacturer narrative:
(B)(4). The device has been rec'd however the eval is not yet complete. A f/u report will be submitted with the failure investigation once it has been completed.